Event description:
The customer reported the device displayed "device error service required" and that there were (pads) "ECG front end failure - power pca (autotest)" entries in the status log. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device displayed "device error service required" and that there were (pads) "ECG front end failure - power pca (autotest)" entries in the status log. There was no report of pt involvement. Philips confirmed these conditions and found that the device failed the pads/paddles ECG segment of the operational check and displayed the "pads ECG equip malfunction" inop also. Philips evaluated the device, confirmed the malfunction, and resolved the malfunction by replacing the power pca.